Event description:
The device allegedly failed to discharge during an attempts to administer a shock to a cath lab pt described as in ventricular fibrillation. There were no adverse affects to the pt. Reported as a result of the alleged malfunction. The pt's outcome was not reported.